Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited intermittent oversensing. No intervention was performed. The patient was in stable condition.